Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was too little iodine on the sponge of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed evidence of iodine presence on the sponge indicating that iodine was dispensed during manufacturing. The reported condition was not verified as the product met specification. Should additional relevant information become available, a supplemental report will be submitted.